Event description:
It was reported to boston scientific corporation that a genesys hydro thermablator (hta) endometrial ablation system was used in hydrothermablation (hta) procedure performed on (B)(6), 2010. According to the complainant, the console was on for approximately 45-60 minutes while waiting for the physician and patient. The setup was then completed without issue, and the physician was ready to perform the hysteroscopy. The button was pressed once, and the display seemed to freeze for a short time. Then, without pressing anything, the machine advanced to the ablation phase. No alarms or error codes were generated. The saline was not hot at this time. During the hysteroscopy with a new procedure set, the physician visualized a 5-6 cm submucosal fibroid and determined that the procedure would not benefit the patient due to the fibroid. At this time, the procedure was aborted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a genesys hydro thermablator (hta) endometrial ablation system was used in hydrothermablation (hta) procedure performed on (B)(6), 2010. According to the complainant, the console was on for approximately 45-60 minutes while waiting for the physician and patient. The setup was then completed without issue, and the physician was ready to perform the hysteroscopy. The button was pressed once, and the display seemed to freeze for a short time. Then, without pressing anything, the machine advanced to the ablation phase. No alarms or error codes were generated. The saline was not hot at this time. During the hysteroscopy with a new procedure set, the physician visualized a 5-6 cm submucosal fibroid and determined that the procedure would not benefit the patient due to the fibroid. At this time, the procedure was aborted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Manufacturer narrative:
The unit passed the genesys hta functional features test. No screen freezing, delayed system responses, or cassette errors were observed during testing. Two procedure sets were used in this event, and the patient had a large fibroid tumor, therefore, the most probable root cause for this event is operational context.